Manufacturer narrative:
This report is submitted june 8, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to the patient experiencing pain with device use that could not be resolved. It is unknown whether the patient was reimplanted with another cochlear device.